Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated they had a low blood glucose of 47 mg/dl after over correcting for their high blood glucose of 397 mg/dl. The customer's current blood glucose was 157 mg/dl. The customer also reported the battery cap was broken on the insulin pump. Customer stated the battery was able to stay in place on the insulin pump. Customer declined to return the insulin pump for analysis.